Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the customer's biomed was making an incorrect adjustment and therefore the x1 pressure was not changing. After warming up the iabp unit for 30 minutes, the stm performed an autofill calibration to verify the reading and observed passing results on the previous leak tests. The stm noted the x1 was reading at 86 mmhg and loosened the volume cylinder lock nut and rotated the screw to increase pressure. The stm performed the autofill calibration again and observed an x1 reading of 101 mmhg. Subsequently, the stm tightened the lock nut and tested the iabp unit again and confirmed the x1 reading remained at 101 mmhg. The stm completed testing following the service manual and noted all testing passed. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by the customer's biomed, the pressure regulator check out for the cs300 intra- aortic balloon pump (iabp) was out of specifications. The autofill calibration x1 reading was not able to be adjusted. It was later reported that the autofill calibration x1 pressure reading would not adjust past 91mmhg. Since this is right on the edge of what is passable, the customer's biomed wanted the unit adjusted to 100mmhg. There was no patient harm and no adverse event reported.